Event description:
It was reported by service report that the bed had a bad cpu board and there were no functions to the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.